Event description:
Additional information received. Cause of spine infection was unknown. Unknown if issue has been resolved. Patient is being monitored until issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient indicated that she was in excruciating pain on (B)(6) 2021. She noted that the stimulator is off. The vibration on her left side that remains is possibly and probably an ms exacerbation. The excruciating came back and the patient almost went to the emergency room. The patient medicated up highly and finally got it under control. The patient noted that this is all they do for ms besides steroids. The patient has suspicions that she has been on the wrong path the entire time. The patient keeps asking her physician, and does not think that it is the stimulation after all. There is no physical possible way that after two days without it, the patient could feel the stimulation in the left abdomen and back. The patient ended up in the emergency department on the night on (B)(6) 2021. A CT scan was performed, blood work, and urine analysis which led to nothing. Yet the patient noted that they have got nerve vibration in the left side and abdomen. The patient has zero'd everything, turned it on MRI mode, and turned it off three days prior. The issues continue despite the stimulation being turned off. The patient updated on (B)(6) 2021 indicating that she was on week three without her stimulation on. The pain continues to get worse, causing the amount of narcotics that she takes to double. The "buzzing" continues, as does the pain in her left flank. The patient got an x-ray on (B)(6) 2021 to rule out lead migration and it is where it is supposed to be. The health care professional says that she doesn't know what is causing this. The patient knows that it is new and bad. The patient is on the fence about pulling it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infected spine incision and she mentioned to the rep yesterday that she¿s worried the battery pocket may also be infected due to burning and pain in that area. Physician is aware of issue and patient had one surgery already to help remove infection. Patient is scheduled to see implanting physician. Issue not resolved at this time. Unknown if additional surgical intervention is planned however will not be made available due to confidential reasons.